Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had received hardware low level failure. Customer's blood glucose was unknown at the time of incident. Customer stated that they were able to clear the alarm successfully and were also able to rewind the insulin pump. Customer stated that the performed the self test again and insulin pump error appeared again. Customer stated that the insulin pump had failed battery test also. Customer troubleshot was performed. The insulin pump will not be returned for analysis.